Event description:
Additional information was received and it was reported that the patient had issue with the patient programmer and antenna and they were replaced. The caller stated that since then it wasn't setup the same as the old one. The patient wasn't feeling stimulation when they stood. They could feel it when they sat down. The patient needed reprogramming. The caller stated they may have forgotten how to change from program a to b. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97740 serial# (B)(4). Product type programmer, patient product ID 37092 serial# unknown. Product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 37092, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient programmer (pp) had a poor communication screen. The patient attempted to communicate with the impl ant and saw the screen. They confirmed the antenna was secure and tried to sync with the ins without success, it wouldn't work with the antenna. Placing the pp directly over the ins resolved the issue. The caller was able to communicate without the antenna and saw the patient was a 5.7 v. The caller claimed that when they hit the sync button on the programmer the internal and external components all turned off. It was reviewed that the button in the middle would turn the ins off and the only button that should be used was the sync button. The caller was able to successfully connect with the implant and confirmed that the device was on. The caller stated that they confirmed stimulation was off because they couldn't feel it, but the patient was able to turn it back on. Programmer button use regarding what buttons can turn the stimulator off was reviewed. No further complications were reported or anticipated.